Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after drilling the tunnel over the guide wire, while drilling back, the tip of the drill broke. The broken tip was retrieved with the wire. No pieces remained inside the patient. The operation was completed with a backup device. There were no reported patient injuries. No other complications were noted.